Event description:
Caller reported that the indicated battery charge of the pump dropped significantly within a short period. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, while the customer was instructed to use multiple daily injections as a backup therapy. Caller was also guided on how to put the pump into storage mode and agreed to return the faulty pump.